Event description:
A report was rec'd in 09/2001 that a memorylens had been implanted in a pt's left eye four months prior. The following month, the pt presented for exam and was diagnosed as having as having mild chronic iritis. The pt's visual acuity at the last exam in 2001 was 20/20. The pt was placed on steroids (inflammase 1%) bid, and the surgeon's prognosis is noted as "good with chronic steriod use, poor without steroid" use. The surgeon indicated that she was suspicious that this event was lens related. Pt scheduled for exam, 8 days later. Report rec'd 5 days later from the surgeon, the pt did not show for the appointment, but called in to the surgeon's office, and stated that "eye looked great". The surgeon had the pt reduce the steroid (inflammase 1%) to one drop daily.